Manufacturer narrative:
(B) (4). Device was evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) placement procedure, deployment difficulties were encountered . Post-procedure, the stent appeared to have collapsed. The cancerous lesion was located in the biliary tract. The diameter of the billiard tract was 10mm. The physician advanced the 12mm x 60mm epic biliary sent to the target location and attempted to deploy the epic stent, however, deployment difficulties were encountered. An 8mm balloon was advanced and inflated within the epic stent in an attempt to fully expand the epic. It was noted that the stent appeared to be well apposed in the intended location. The next day the physician x-ray the patient and noted that the epic stent appeared to have collapsed. The epic stent lumen diameter was open approximately 10-20%. The physician drained the lesion and placed another unspecified stent in the biliary tract. The patient¿s status was reported as ¿stable¿. This product is only (B) (4) approved but it is similar to an approved u.s. Device.